Manufacturer narrative:
Concomitant medical products: product ID m977041a001 lot# serial# unknown product type product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2022 , product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 27-oct-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable pump. The indication for use was spinal pain indications. The patient reported they had "a lot of complications" when the pump was implanted. The patient stated they still have a pretty significant seroma so they have to bend weird so they can connect with the equipment/read it. The patient stated they bled badly during the surgery and for hours after the surgery so the patient had bruising that encompassed their whole back. They did a CT to check for internal bleeding but the scan showed none. The patient also stated they have mast cell activation syndrome so the continuous drip of morphine caused the patients body to "go nuts". The patient had swelling in their face/eyes, "got very stuffy", and vomiting, so they turned the bolusing off and the morphine down to the lowest setting. The patient goes in every week as they slowly titrate the morphine back up. The patient stated their body seems to be tolerating the medication using this method. The patient stated last week when they were at the office they noticed the information on the dosing report does not reflect what they would expect, and the doctor did not seem to understand the report either. The agent reviewed with the patient the dosing report is cumulative from last pump update and not for a single date. Therapy details were provided per ptm: bolus duration: 1 min, lockout duration: 4 hours, dose restriction interval: 1 bolus/4hr, and max activations: 4/day, expected refill date: feb 2nd. Additional information was received on 14-mar-2023 from the patient who reported that they were admitted to the hospital on thursday and friday because they were concerned about a pump malfunction or that the catheter separated from the pump. Per the patient, the hcp (healthcare provider) believed that the medication was not being dispensed properly and there was fluid around the pump, but the patient wasn¿t going through withdrawal symptoms, and they believed that the pump dosage may be just too low for the patient and that was why they were not getting the therapeutic effect.